Manufacturer narrative:
Ps311152 method: the swivel and elbow of the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare for evaluation. The elbow and swivel were visually inspected and pressure tested. Results: the elbow and swivel were returned disassembled. No damage was observed to either component. The swivel and elbow were assembled together and the reassembled parts of the swivel formed a tight fit. Pressure testing revealed that the returned rt265 swivel assembly was within specification. Conclusion: we could not determine the caused the rt265 swivel to disassemble during use. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt265 infant dual heated evaqua2 breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A healthcare facility in germany reported that the swivel of an rt265 infant dual-heated evaqua2 breathing circuit came apart during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the swivel of an rt265 infant dual-heated evaqua2 breathing circuit came apart during use. There was no reported patient consequence.